Event description:
It was reported that the 3.5 x 38 mm multilink 8 stent delivery system was prepped for use and advanced into the patient anatomy without difficulty. An attempt was made to deploy the stent at the target lesion in the proximal left anterior descending artery. The stent delivery system balloon was inflated and it was noted that the stent was not on the delivery catheter. The delivery system was removed from the anatomy without difficulty. It was noted that the stent remained on the stylet, having been removed from the stent delivery system when the stylet was removed. Two vision stents were then deployed to treat the target lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instruction for use states: prior to using the multi-link 8, multi-link 8 sv, or multi-link 8 ll coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.